Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 104mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, and displacement tests. No motor error alarm and no button error alarm noted during testing. The motor passed the motor test. The device did have intermittent button response due to moisture damage keypad trace. It also had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.